Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039550) in united states on 15-jan-2015 which refers to herself who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that the consumer had essure inserted for 3 years. During this time she experienced chronic depression, joint /bone pain, back pain, nausea, headaches, unexplained rashes, itchiness, internal inflammation, fogginess and vaginal discomfort. On an unspecified date, she had essure removed and since then she had no longer experienced the symptoms previously listed. During these past three months (after removal) there were no changes in her diet or lifestyle. The only significant change has been the removal of essure; she was convinced without a doubt that essure was the source of all the symptoms she experienced. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain, which recovered after essure removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, back, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, considering the positive temporal relationship and as the event recovered with device removal, causality with the suspect insert cannot be excluded. This case was regarded as incident since essure removal was required. A product technical analysis is being sought.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 02-feb-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain, which recovered after essure removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, back, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, considering the positive temporal relationship and as the event recovered with device removal, causality with the suspect insert cannot be excluded. This case was regarded as incident since essure removal was required. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.